Event description:
Literature review as per achivio italiano di urologia e andrologia 2014: 86(2): 152-3, delayed-onset ureteral lesions due to thermal energy: an emerging condition. One patient underwent enucleation of renal mass with use of ligasure impact for renal isolation. At 2 months postoperatively, patient presented with right flank pain and right renal pain. Ultrasound examination showed grade ii hydronephrosis. Surgical open repair was attempted: the attempt to place a stent was unsuccessful; considering the presence of extensive adhesions and the existence of a normal contralateral kidney, nephrectomy was performed. At 9 months follow up, the patient is asymptomatic with normal serum creatinine.

Manufacturer narrative:
(B)(4). The incident sample has been discarded by the site. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained a follow-up report will be submitted.